Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was the presence of foreign material on the electrical contacts of the scope, causing a communication failure. As stated in the instructions for use, as a preventive measure: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." "Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source."

Manufacturer narrative:
In an attempt to resolve the reported problem, olympus technical support recommended swapping the light source unit of the tower to confirm which device was the source of the problem. No additional information has been received from the user facility on the result of the recommended troubleshooting action. As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" scope communication error code was generated on a cv-190 tower. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury, associated with the problem, reported to olympus.